Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope had foreign matter attached to the objective lens. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, foreign material in the device could not be identified, and there were no reported reprocessing deviations from the IFU. A definitive cause for the foreign material remaining in the device was not established. However, it is possible deformation of the nozzle contributed to the foreign material remaining in the device. The event can be detected/prevented by following the instructions for use which state: instructions for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.